Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device record review confirmed the labeling, material and process controls were within specification. Per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event. Based on the 8 pages of received medical records information, it appears that this (B)(6) male esrd patient on peritoneal dialysis (pd) therapy was admitted to a hospital and diagnosed with coagulase-negative staphylococci sepsis, fever dehydration, and metabolic encephalopathy. During the hospital course, vancomycin; dose and frequency unknown, was initiated via intravenous (IV) route on an unknown date, and would care was consulted for a left below knee amputation. As of (B)(6) 2015, the patient was discharged from the hospital to home, the (B)(6) infection resolved, the metabolic encephalopathy improved, an episode of gastroparesis flare-up resolved, and the prescribed vancomycin course is to be completed by (B)(6) 2015. As of (B)(6) 2015, it is unknown if the event of fever and dehydration has resolved, and it is unknown if patient continues renal replacement therapy with liberty cycler, liberty cycler cassette and delflex pd solutions. There is no documentation in the medical record that indicates there is a causal relationship between the patient's liberty cycler, liberty cycler cassette, and or delflex pd solution and the events of coagulase-negative staphylococci sepsis, fever, dehydration, and metabolic encephalopathy.

Manufacturer narrative:
This report is being submitted as part of system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis patient's wife called technical service requesting assistance on how to cancel treatment in order to take the patient to the emergency room due to a clinical situation. Follow-up with th patient's peritoneal dialysis registered nurse (pdrn) indicated that patient was hospitalized on (B)(6) 2015 due to coughing, fever and severe abdominal pain. Medical records revealed the patient was admitted to hospital on (B)(6) 2015 and presented with staph coagulated negative sepsis, fever, dehydration and encephalopathy. Patient improved after treatment wit IV vancomycin. Patient discharged on (B)(6) 2015.